Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a 42" (107 cm) appx 5.2 ml, admin set w/20 drop in-line chamber, chemolock¿ w/red cap, spiros®, bag hanger, drop-in red cap where it was reported abraxane leaked because the tubing had a defect near the closed system transfer device (cstd) point where it connects to the other cstd on the chemo bag. The issue was noted after having primed the dose and hanging on the pole prior to infusion. The leak came in contact with the nurse. Nurse was appropriately gowned and wearing chemo protective gloves. The leak did not come in contact with the patient. The patient and health care provider were fine after the incident. They could not tell where the leak exactly came from, but it appeared to be running down the tubing out from where the cstd meets the tubing. Dose almost given but had to be re-make due to the leak causing a delay in therapy as they had to contact the sponsor to release more drug and remake the dose. There was patient involvement, however no report of patient harm. This captures the first of two occurrences reported.